Event description:
It was reported by service report that the control board showed signs of fluid intrusion and the power cord had exposed wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Control board.